Event description:
Triple pump turned off completely without warning at patient bedside while infusing dopamine & phenylephrine IV. Patient's bp began to fall. Patient was on maxium doses of both drugs & began to drop his systolic bp.